Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a left side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of left leg pain post-surgery. A post-op CT scan revealed that the superior implant had violated the s1 neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior implant that was impinging on the nerve and replaced it with a shorter implant. The surgery was completed without any incidents. The patient is doing well following the revision surgery.